Manufacturer narrative:
Investigation included a review of available event details and user education or troubleshooting. Investigation of this case revealed no device alerts and no identified device malfunction. It was concluded that the cause of hypoglycemia was unclear and a device malfunction could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia while using the ilet system, and expressed dissatisfaction with the lack of a snack option; no alerts or alarms were reported and the cause of hypoglycemia was unclear. Symptoms included low blood glucose episodes. Outcomes included user inconvenience.